Event description:
A ventilator was returned to the manufacturer for service due to the cooling fan not stopping. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.